Event description:
Patient underwent modified blalock-taussig shunt without complications. Prior to transfer to the critcal care unit, oxygen saturation was noted to be decreasing. Surgeon reopened chest and shunt revised to a classic blalock-taussig shunt. Patient sent to critical care unit for a recovery.